Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer¿s blood glucose level had been running high. The customer¿s blood glucose level at the time of the incident was 535 mg/dl. The customer¿s current blood glucose level was 425 mg/dl. The customer took manual injections to treat the high blood glucose. The customer had moderate ketones. Troubleshooting was performed and insulin exited without incident. The customer will call their health care professional to see what they could do. The device will not be returned for analysis.